Event description:
Information was received from a patient. It was reported that they were charging their implantable neurostimulator (ins) too frequently. The patient was implanted on (B)(6) 2016 and stated that their new ins charge wouldn¿t last as long as their old system. The patient stated that in almost a month, they only had to charge twice with their previous device and that they would run the ins 24/7. It was noted that the patient was meeting a manufacturer representative in a week for reprogramming. The patient stated that they had an option where there would be less of a pulsing sensation and more of an electrical current on some settings, like a ¿tens effect,¿ to save the battery. A manufacturer representative programmed the patient that way for the last 6 months on their previous device. It was reviewed how programming parameters affect recharge intervals and that charging frequency depends on usage/settings. It was also noted that the patient¿s new ins was a different model than their prior system. The patient was to follow up with the manufacturer representative. If they had concerns that recharging frequently wasn¿t normal, then they could have their healthcare provider (hcp) or manufacturer representative call to calculate what a normal charging frequency for their settings and usage would be. No patient symptoms were reported. Indication for use is non-malignant pain.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that they met with a manufacturer representative and had their settings adjusted without ¿tens¿ (muscle) stimulation. The patient stated that the issue of recharging too frequently had somewhat been resolved as they can go a little longer without needing to charge. It was reported that it wasn't a good fix without muscle stimulation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.